Event description:
Pt with a biocompartmental knee implant reported pain and is being assessed for potential tibial tray loosening and possible infection. No surgical intervention is planned at this time.

Manufacturer narrative:
Pt with a biocompartmental knee implant reported pain and is being assessed for potential tibial tray loosening and infection. No surgical intervention is planned at this time. Review of the device history record indicates that the device was manufactured to specification.